Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear properly aligned. The device was returned with a formed staple in the device. The stapler was returned with 19 staples left in the cartridge indicating that at least 16 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple properly formed in the stapler and released. Another attempt was made and, this time, the staple did not release from the stapler. The staple was manually removed from the stapler and other remarks: another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Reference attached files (B)(4) investigation for the manufacturing site's investigation results. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple properly formed in the stapler and released. Another attempt was made and, this time, the staple did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Reference files (B)(4) investigation for the manufacturing site's investigation results. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Nonconformance has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil was placed in a functioning lab inventory stapler and would not release the staples. The anvil in the returned stapler is defective. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but only the first staple was able to release from the stapler. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, the staple formed and successfully released. The sample was sent to the manufacturing site for further investigation and it was confirmed that the anvil is defective. The stapler was returned with 19 staples left in the cartridge indicating that the stapler was fired at least 16 times by the end user. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance (B)(4) has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
The staples were stuck during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were stuck during use. There was no patient injury.